Event description:
It was reported that the tcm shut down during set up. It continued to go into stand-by mode. The product was not used during surgery. No patient injury was reported.

Manufacturer narrative:
The field service representative found a faulty pressure switch and replaced it. He also performed a preventive maintenance on the unit and replaced the large parker fitings for better flow. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.